Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this implantable cardioverter defibrillator (ICD), while closing the pocket, non-physiologic deflections were observed on the right ventricular (rv) lead channel that were oversensed. The device was removed from the pocket and fluid was observed in the barrel. The fluid was cleared from the device header and the leads were reconnected and no further noise was observed. No adverse patient effects were reported. This product remains implanted and in service.